Event description:
It was reported that the patient line of a homechoice cassette ¿popped off.¿. This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home. 1900 n highway 201, mountain home ar, 72653. Ecm - baxter healthcare ¿ haina. Piisa industrial park antigua, carretera sanchez km 18 ½, haina, san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.